Manufacturer narrative:
Age at time of event - 18 years or older. The synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage in the mid stent region with struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-sep-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.